Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported through the submission of a revision implant sheet that patient's right hip was revised. The implant sheet shows only a dall miles 200mm trochanteric grip plate with 2 cables. Additional information received on 05 dec 2018 {...} the patient's right hip was revised due to a periprosthetic fracture suffered after a fall. The first revision surgery was done on (B)(6) 2018. Nothing was explanted at the time of the most recent surgery, so there is nothing available to be returned.{...} {...} the wasted plate was not implanted due to the surgeon opting for a longer plate after first attempting to use the wasted plate.{...}